Event description:
The customer reported that the monitor went blank during fluoro and no image would display. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A filament calibration was performed and the calibration files were reloaded. The system was then found to be operating as intended.